Event description:
Reported that a female patient treated by exilis to abdomen complained of injury at belly button. Patient was seen by primacy care physician and was prescribed two antibiotics (clindamycin and sulfamethoxazole). The patient was also instructed to apply neosporin to the wound.

Manufacturer narrative:
Btl industries followed up with the user facility to gather additional information. Per the user facility patient tolerated the procedure well. Per the information provided by the user facility, the procedure on (B)(6) 2015 was conducted with no malfunctions. Btl industries reviewed the system logs for the treatment date and concluded there is nothing suggesting a system malfunction occurred. Per the user facility patient´s injury continues to heal well. A f/u report will be made to the agency if and when new information is received about this case.